Manufacturer narrative:
Eval result: foot section, fowler.

Event description:
It was reported by svc report that the fowler would not raise on the stretcher. It is unk if there was pt involvement; however, no adverse consequences were reported.